Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device worked and could be activated for one moment, then no more reaction. There was no patient injury. Examination of the returned device found it had a broken snap pin that was not returned.

Manufacturer narrative:
Correction (based on newly received information): if information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device stopped activating. There was no patient injury. Examination of the returned device sample found it had a broken snap pin that was not returned. The head nurse was notified and responded that the device broke during set up, which was performed beside the patient. It was unlikely broken pins fell within the patient due to access to patient during vaginal hysterectomy procedure.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found one broken and missing snap from the electrode jaw. The reported condition was not confirmed. The device's electrical resistance was measured and found to be within specification. The device was plugged into a generator and was successfully recognized. The device was activated ten times simulated tissue. No alarms were generated and an end tone was heard at the end of each activation indicating a completed seal. An alternative issue was found during the investigation; one of the snaps was found to be broken and missing. The finding did not contribute to the reported condition. T he investigation found a broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. The product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.